Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The mfg records for top assembly batch 8232713 have been reviewed and no issues or discrepancies were found. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The mid right coronary artery (rca) was pre-dilated with a 3.0x15mm quantum balloon. A 3.00x20mm taxus express2 drug eluting stent was unable to cross a previously implanted taxus stent when it was noticed that the stent struts were bent.. The procedure was completed with another 3.00x20mm taxus stent. No pt complications were reported.